Manufacturer narrative:
Analysis of the returned device is complete. The results are below: a review of the device history record has been completed. This pump passed all previous tests. Complaint data was was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the event log was reviewed, and it was confirmed that the vtbi had changed to be 36888 during an infusion. It appeared 50.5 ml's into a 53 ml infusion. The line appeared after a downstream occlusion alert. The vinf never changed once the vtbi jumped to the amount it did. Refer to the line below: event 582: log_event_set_rv time: 165:04:17 vtbi: 36888ml rate: 57597ml/hr eventbytes: 07 04 17 90 18 e0 fd a7 a new infusion was started, and I was not able to replicate the vtbi changing to a different number. The reported issue was confirmed in the event log. The pump does not meet passing criteria.

Event description:
Patient's pump was alarming invalid vtbi. The vtbi is: 3688.8ml. I had her send me a picture of the screen as I couldn't believe the number but the picture came through with 3688.8ml just like she said. I backed up and made sure if was current rx then resume infusion but still that hight vtbi. I had them power the pump down, clamp the line, and told them to go in and have this pump swapped out as the infusion parameters have changed (unless they were programmed wrong). Recommend this pump be sent back for evaluation. Pump was placed yesterday and only has 23hrs to go to removal.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Healthcare professional reported "pump was alarming invalid vtbi. Pump was powered down and line was clamped." Medication being infused was unknown. No patient injury reported.